Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is getting a failed battery test alarm on the insulin pump. Customer's blood glucose was 198 mg/dl at the time of the incident. Customer stated that he has tried replacing the battery in the pump but each new battery comes up with a failed battery. Customer reported that he is visually impaired. Customer received a failed battery test during troubleshooting. Customer was advised to monitor the pump. Customer was advised that a replacement battery cap will be shipped as a courtesy. Customer stated that he is having a hard time reading the display due to his vision issue. Customer has tried different batteries but his pump ended up going through all the batteries he had. Customer was advised to insert the battery that he had and it was successful.